Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter was reading inaccurately high compared to a laboratory result and feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2017, when she obtained an alleged blood glucose result of 12.4mmol/l on the subject meter compared to 10.0mmol/l on the laboratory device. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for accuracy. The patient also compared the result of 12.4mmol/l to her feelings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medication, diet and exercise and reported that she made no change to her usual diabetes management routine in response to the alleged high readings. The patient detailed that around 5 weeks after the alleged product issue began she developed the symptoms of dizzy, sweaty and blurry vision. The patient denied that she received any treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and an approved sample site was used to obtain the results. The patient performed the correct testing steps. The test strips had been stored correctly and within their expiry date and the test strip vial was neither cracked nor broken. The patient did not have control solution to perform a test. The patient¿s products were replaced . This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began. Although the symptoms developed 5 weeks after the alleged incident took place it cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter result did not affect treatment options prior to or after the onset of these symptoms. The alleged meter issue could not be ruled out as a cause or contributor to the event.